Event description:
It was reported that during central processing that the tip of the fenestrated bipolar forceps broke off. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a broken grip at the grip base. A piece approximately 0.192" x 0.562" was found to be broken off. The broken piece was not returned. The complaint regarding tip breakage was confirmed by failure analysis.